Event description:
It was reported by the rep that during a lar procedure, the device was fired and no staples deployed. The surgeon advised that on the 1st firing of the device on the rectum, when he cut to remove the specium, he noticed that there were no staples. He then sutured the opening close and used a circular device to complete the anastomosis. A leak test was performed as the anastomosis was intact. Due to inflammation, diverticulitis, and the fact that sutures were used, the patient received a diverting colostomy. The patient is fine.

Manufacturer narrative:
Eval summary: the analysis results showed that the device arrived in good visual condition and with a cartridge present. The cartridge was received void of staples. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that each cartridge is 100% inspected through an automated vision system to verify staple presence prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.